Event description:
It was reported that the pump could only be filled against resistance. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: one sample was returned for investigation. The sample was received without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damage, kinks or any discrepancies that could cause the failure mode reported. The sample was set for accuracy testing using a cadd pump to look for unusual functions according to the procedure. No discrepancies were detected on the sample the test successfully passed; thus, the failure mode reported is not confirmed. No fault was found with the device. No root cause was determined as the complaint was not confirmed. No corrective actions were taken as the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: h4: mfg. Date. 10-mar-2022; d4: expiration date 21-feb-2027.

Manufacturer narrative:
E3: operator of device was updated to patient/consumer on 22-jun-2022. (22-jun-2022 is the date this was discovered).